Event description:
It was reported that the patient developed a pocket infection and erosion at the cardiac resynchronization therapy defibrillator (crt-d) site.  It was noted that the patient had drainage of serous fluid twice daily.  After having lost weight, the device became very close to the skin.  It was noted that the lateral edge of the device was very close to the skin.  It was also noted that it appears some subcutaneous tissue was eroding there.  However, the skin was intact.  During the replacement procedure, the patient found to have some increased fluid that was a cause for concern for infection.  It was noted that at device check, the patient continued to have redness and drainage.  During admission, the patient noted that the drainage was clear.  It was noted that the infection/drainage was at the device site.  Two weeks of antibiotics was finished, and the infection continued.  The patient required an intravenous (IV) antibiotic and a wound vacuum-assisted closure.  Cultures were taken and the results were negative.  The organism identified as staphylococcus epidermidis and there was drainage at the device site.  The device pocket was relocated to a deeper subpectoral pocket, and the device system was later removed.  The patient is a participant in a clinical study.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 512112, lead; 511212, lead; implanted: (B)(6) 2019; 6947m62, lead; 5867-3m, lead; end cap kit; implanted: (B)(6) 2013. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and erosion at the cardiac resynchronization therapy defibrillator (crt-d) site after having lost weight, the device became very close to the skin. It was noted that the lateral edge of the device was very close to the skin. It was also noted that it appears some subcutaneous tissue was eroding there. However, the skin was intact. During the procedure to relocate the device to deeper into the pocket, the patient was found to have some increased fluid that was a cause for concern for infection. It was noted that the patient had drainage of serous fluid twice daily. At a subsequent device check, the patient continued to have redness and drainage. During admission, the patient noted that the drainage was clear. It was noted that the infection/drainage was at the device site. Two weeks of antibiotics was finished, and the infection continued. The patient required an intravenous (IV) antibiotic and a wound vacuum-assisted closure. Cultures were taken and the results were negative. The organism identified as staphylococcus epidermidis and there was drainage at the device site the device system was later removed and replaced. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.